Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2017, the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal left anterior descending (lad) artery with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 38 mm synergy¿ stent. Following post-dilatation residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). Seven days after, the patient developed chest pain which did not resolve with nitroglycerine. The patient was brought to emergency room early morning. Initial troponin I levels were found to be normal. Subsequently, the patient was hospitalized for evaluation of chest pain and serial cardiac enzymes were ordered. On the following day, ECG was performed and revealed atrial flutter, left axis deviation and unspecific st-t changes (no elevation). A repeat troponin I level was found to be elevated and site has reported an event of mi. Severe spasm in far distal lad below the stented area was noted during angiography. The spasm then improved after administration of intracoronary nitroglycerin. No intervention was performed to the vessel as it was too gracile. The patient was treated with imdur. The patient had another episode of chest pain and was resolved with 2 sprays of glytrin. The following day, another episode of chest pain lasting for 1 hour was noted. Arixtra was started. Four days after, a repeat coronary angiography was performed, revealed no new occlusion in the coronary vessel. Fractional flow reserve (ffr) was found to be non-significant at 0.8. Per source document pi suspected the patient was having vasospastic angina likely due to the over-expanded stent. The patient was treated with i.c. Nitroglycerin but then had severe headache and was switched to amlodipine. Subsequently, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel).